Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (b)(^) 2014. According to the complainant, during the procedure the biopsy cap was dislodged in the working channel of the scope. After the procedure, they cleaned the scope with a brush and found the sponge. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) sponge detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.